Manufacturer narrative:
Product ID 3889-28, lot# v125722, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the implant was not working the way it should as of about one month prior to report. It was stated the patient had ¿wonderful therapeutic benefit¿ since implant until about one month prior to report when she could not turn it on any longer.